Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, extrusion, infection, urinary/bowel problems and bleeding. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04440. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04440. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a cystoscopy, and anterior/posterior wall repair performed during mesh implantation.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that patient underwent excision extruded mesh and cystoscopy on (B)(6) 2011 by dr. (B)(6) at (B)(6) due to extruded mesh. (Per operative report). It was reported that patient underwent umbilical herniorrhaphy with bard kuger hernia patch, upper gastrointestinal endoscopy on (B)(6) 2012 by dr. (B)(6) at (B)(6) due to umbilical incisional hernia, chronic pain syndrome, history of ulcer diathesis. (Per operative report). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that patient underwent excision extruded mesh and cystoscopy on (B)(6) 2011 by dr. (B)(6) at (B)(6) due to extruded mesh. (Per operative report). It was reported that patient underwent umbilical herniorrhaphy with bard kuger hernia patch, upper gastrointestinal endoscopy on (B)(6) 2012 by dr. (B)(6) at (B)(6) due to umbilical incisional hernia, chronic pain syndrome, history of ulcer diathesis. (Per operative report).